Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure the probe was not bringing the sample back. Another device was used to complete the procedure. There was no patient consequence.